Event description:
It was reported that the insulin pump went into threshold suspend while the customer was in the children's hospital. The sensor glucose was 47 mg/dl and the blood glucose was 104 mg/dl. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.